Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was removed from service due to the patient experiencing pain. A replacement transvenous system was implanted. No additional adverse patient effects were reported.